Event description:
It was reported that button on top of pump had become very difficult to press. There was no reported adverse impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.